Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to a flattened button dome switch. The following cosmetic damage was also found on the pump: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump had a keypad anomaly; three of the buttons are really hard to press. The patient's blood glucose at the time of incident was 168 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.